Event description:
A center director reported that one year following lasik surgery, the patient had punctal plugs inserted due to eye dryness. The event resolved with the treatment. No further information is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).